Event description:
It was reported that sheath detachment occurred. An opticross catheter was selected for use to view the target lesion. During procedure, when they injected the physiological serum to make the purge, it was noted that the serum came out through the middle of the catheter which was broken. No patient complications were reported.